Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium,uterine manipulator was being used on 22may26 and ¿¿tip is slipping. Slipping tip is resulting in perforated uterus.¿ per further assessment it was reported that "the white tab on the side of the vcare shaft doesn't lock down. That the vcare moves (doesn't stay locked on the blue occluder), so the shaft of vcare goes further than they want into the patient and this is causing the perforated uterus. This was during a robotic hysterectomy, yes, the surgery was completed, no delays. Patient was fine, they were able to complete the procedure." This report is being raised due to the reported injury of perforated uterus.

Manufacturer narrative:
G3 initial awareness date was 22may26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.